Event description:
The facility reported that the packer/chang iol cutter blade broke off when the surgeon attempted to cut an iol. There was no impact to the patient and the broken blade was removed from the eye.

Manufacturer narrative:
The scissor was returned rusted and corroded at the site of the break indicating the device was not properly maintained.